Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. Magnified inspection identified that the length of the balloon had a longitudinal tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. After a non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 3.00mm x 15mm emerge balloon catheter was selected for use and advanced to dilate the lesion; however, the balloon ruptured upon the first inflation at 6 atmospheres after a duration of 10 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. After a non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 3.00mm x 15mm emerge¿ balloon catheter was selected for use and advanced to dilate the lesion; however, the balloon ruptured upon the first inflation at 6 atmospheres after a duration of 10 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.